Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The ball bearings at the end of the handles were not functioning properly.

Manufacturer narrative:
Examination of the returned products confirms the complaint for two of the devices. The ball plunger feature on the handles no longer works / depresses properly. Very little to no movement can be achieved. Multiple and/or possibly poor cleaning over time is suspected to be the contributing factor. A two-year search of the complaint database found it is suspected that the cup attachment component may not always be removed prior cleaning the instruments and can be a factor in all fluids, cleaning agents and otherwise, being thoroughly removed and dried from and around the ball plunger feature affecting function. A functional check found one of the instruments to function as intended. The instruments range from two to seven years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.